Manufacturer narrative:
(B)(4). Follow up it was reported the needle separated from the hub during the injection. A device history record review was completed for provided material number 305902, lot 5280958. The review revealed all visual inspections were performed per requirements with no quality notifications related to the condition reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. Additional device histories were reviewed for each lot of needles used in the manufacturing of this final lot. There was no documentation for this type of defect during the entire production run of these lots. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Event description:
It was reported that bd needle sftygld 23x1 rb needle pulled out of hub. Complaint via email. Email(s) attached. Per (B)(6) during a vaccine injection the needle separated from the hub and was left in the patient's leg. No struggle/issue with shot. It just had separated and left needle in the leg. Hsi control number: 129056 hsi description: safetyglide needle hsi item number: us_9875902 hsi manufacturer part number: 305902 hsi lot or serial number: (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.